Manufacturer narrative:
The smiths medical pump was returned for anlaysis and it was found that the flow rate was within specifications during testing. There was no fault found with the returned device and the initial complaint could not be confirmed.

Event description:
Information was received indicating that at the end of therapy of parenteral nutrition solution using a smiths medical cadd solis vip pump, it was noted that 700ml of solution was in the pocket and the patient only received 300ml of the prescribed 1000ml. The reporter indicated that per the nurse, the programming of the pump was correct. No adverse effects were reported.